Manufacturer narrative:
The original report stated that the metz scissor broke while physician was making a bladder flap in patient. Count sheet or supporting tray documentation has not been provided by the customer. Based on the additionally obtained information on march 01, 2016, it was concluded that all device fractured pieces have been successfully retrieved and accounted for. On march 30, 2016 and inputs that were obtained from hospital's risk report, it was confirmed that the event did not cause any harm to the patient and that equipment failure caused no injury. (B)(4) was notified about this issue on march 10, 2016. Device was sent to (B)(4) for further evaluation on march 16, 2016 ((B)(6)) and delivered on march 18, 2016. Randomly selected samples from controlled lots have been evaluated and the same issue/findings could not be replicated.

Event description:
Metz scissor fell apart during surgery while in use. Scissor fell apart into pieces, including screw that was holding the scissor together. All pieces were retrieved and accounted for. Event did not cause harm. Equipment failure without injury.